Event description:
It was reported that two devices were used during a laparoscopic assisted vaginal hysterectomy. The surgeon had difficulties with two endocutters during the procedure. The first firing of the first cutter was successful. However, when trying to close the handles and fire the device for the second time, the cartridge fell out of the device. The second device was opened, the jaws were closed properly on the tissue, but it would not fire. The third device was used to complete the case. There was no consequence to the patient.